Manufacturer narrative:
Other, other text: h2: see a1, b5 and h6 (patient code).

Event description:
Additional information was received indicating that the issue occurred during testing and the event date is unknown. There was no patient involvement.

Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was no evidence of the reported issue. The moment the device was powered up, the device started double beeping. The downstream sensor will be replaced to resolve the issue.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump produced a double beep alarm indicating that no cassette was attached. No patient injury or complications were reported in relation to this event.